Event description:
It was reported that a cartridge alarm 30 occurred while the device was pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully loaded a new cartridge independently and resumed insulin therapy, resolving the issue without further assistance.